Event description:
Caller reported a minimum fill notification for the insulin pump. There was no adverse impact to the customer's blood glucose level. Caller was attempting to load a new cartridge, and technical support instructed the caller to remove the pump from the case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and ensure that the cartridge was fully snapped into the pump.